Event description:
An adc sales agent was informed by a health care professional (hcp) of the following information: on (B)(6) 2012 at 16:49 a patient was brought to a hospital emergency room in a state of "unconsciousness and shock." There was no report of testing with an adc device prior to the loss of consciousness. At the hospital the following blood glucose comparisons were performed between the adc pcx meter and the hospital laboratory: at 16:49 - 312 mg/dl (adc meter) vs. 23 mg/dl (lab); at 16:55 - 302 mg/dl (adc meter) vs. 17 mg/dl (lab) and 302 mg/dl (adc meter) vs. 19 mg/dl (lab). When plotted on a parke's error grid, all the comparisons fell into the "e" zone, indicating the difference in values was clinically significant. No information was provided regarding a diagnosis, however, it was reported the customer was treated with a glucose injection. It was additionally reported the customer was given "aspirin" by her family prior to arriving at the hospital. Following the treatment with glucose the customer "recovered and walked out of the hospital." There is no report of serious injury, permanent impairment or death associated with this event.

Manufacturer narrative:
The reported test strip was returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. To date, only the test strips have been returned. A final report will be submitted once additional information is available. (B)(4).